Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius 2008t hemodialysis machine that gave arterial and venous pressure alarms during patient treatment. The clinic staff attempted to flush the patient lines, but were unable to. As a result the patient had an estimated blood loss (ebl) of 300ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was moved to a new machine and treatment completed successfully with new supplies. Upon follow up, it was learned that a fresenius regional equipment specialist (res) replaced the function board on the machine to resolve the issue and return it to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res) due to arterial and venous pressure alarms. The res replaced the function board on the machine to resolve the issue. After the repairs, machine functional checks were performed, and all tests found the unit to be functioning within specification. A records review was performed on the reported device serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework during the manufacturing process which could be related to the reported event. Additionally, a review of the device history record (DHR) confirmed the results of the in-progress and final quality control (qc) testing met all the requirements. The investigation into the cause of the complaint was able to confirm the reported event.